Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump read done, however there was 17 ml left in the bag or 6.8 percent remaining. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).